Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 15741238. Product family: scs-ipg-r-MRI upn: m365sc12000, model: sc-1200, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing pain coming from carpel tunnel and cervical stenosis. The patient underwent an spinal cord stimulator explant procedure. No further information could be obtained despite good faith efforts.